Event description:
On (B)(6) 2021 it was reported by a patient via a phone call which stated she went in for a bunion repair on (B)(6) 2021. She started having issues from the first day of recovery. Excessive swelling, pain and discoloration. This condition has continued and became worse since that time and is currently back in the hospital. No additional information was provided at this time. The patient will send the op report.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.